Event description:
It was reported the patient lost consciousness while seated in a transport wheelchair. The patient slumped forward in the wheelchair and broke the positioning strap. The patient fell out of the chair and sustained injuries (scratches) to his head, arms and legs. No medical intervention was required.